Event description:
It was reported that the customer was hospitalized for hyperglycemia. The spouse stated that the customer's bg was elevated and the customer was unable to perform a set change before being admitted to the hosp. The md believes that the basal rates were not being delivered. It was indicated that the customer was treated with an insulin drip. Also, it was confirmed that the basal rates were set incorrectly. The spouse was assisted with reprogramming the basal rates and denied any alarms occurring prior to the event. The reservoir was placed correctly and the pump passed the functional tests.